Event description:
My mother had surgery on (B)(6) 2011 at (B)(6) hospital (B)(6). She was put on a respirator/ventilator after surgery. The pipe forced her top front teeth straight out, which also caused her a great deal of pain. We were told the product design was different from most ventilators since the pipe went straight down the throat instead of from the side (which is more common). The pipe was made of (B)(4) and forced her mouth completely open and forced her top teeth straight outward. I believe there is a flaw in the design of this product. Either there should be different size tubes for different mouths (not all mouths open the same amount) or a softer material should be used to bite on. Reason for use: had lung surgery.